Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was leakage at the seam of the bladder. It was found out upon lot receipt or after delivery. There was no patient involvement or patient harm.

Manufacturer narrative:
A1: updated. D3, d5: updated. H3 and h6 codes: updated. Three (3) samples and fourteen (14) images were returned for evaluation. Lot history review identified no nonconformities related to the complaint. Fourteen (14) images were returned showing multiple cassettes and leak sites on the cassette bags. Visual inspection confirmed the reported leak locations, with one cassette bag found torn open. Functional testing confirmed leakage in all three samples. Sample 1 leaked from corner 2, with damage consistent with side-panel closure during compounding. Sample 2 exhibited leakage due to the bag being extensively torn open. Sample 3 leaked from corner 3, originating from the cassette bag seam. The complaint of leakage was confirmed. The probable cause for sample 1 was damage to the bag seam during side-panel closure; the probable cause for samples 2 and 3 could not be determined.